Event description:
It was reported that this patient has received multiple inappropriate shocks recently due to noisy signals with lower signal amplitudes. The patient was brought into the clinic and the noisy signals were not reproducible at the time. Imaging was performed but there were no anomalies present. The entire system was reprogrammed to secondary sensing vector. Multiple inappropriate shocks are considered a device malfunction. No adverse events.